Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2026, the patient experienced a stoma infection and was treated with phenoxymethycillin 250mgs x4 daily. Since (B)(6) 2026, the patient stopped taking phenoxymethylpenicillin as advised by his gp due to the reaction of tingling to hands and feet, nausea and lower back ache around his kidneys. The patient commenced doxycycline for a week. The stoma discharge was brown and offensive in smell.